Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. There was no reported impact to the customer's blood glucose level. Reportedly, during each occurrence, the customer either cleared the alarm or changed the infusion site to resume insulin delivery.